Event description:
Note: date of event is unknown. According to the complainant, the coating on the wire peeled away during insertion. The wire frayed and would not go through the stent. The procedure was completed with another wallstent enteral endoprosthesis device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as "no harm".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. Product analysis confirmed the complaint. A 0.035 inch guidewire was inserted through the returned device and visual examination found that its coating had unraveled. Attempts to withdraw the guidewire from the device were unsuccessful. Visual examination also noted that the inner lumen had broken proximal to its distal end. On return the outer sheath had been retracted and the stent had been deployed. It cannot be conclusively determined whether the unraveling of the guidewire coating and the inner lumen break are related. A review of the device history record (DHR) was performed; no anomalies were noted.